Manufacturer narrative:
The subject device was not returned for evaluation. An in house repair order at customer facility was created for the repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during preventive maintenance at customer location, the field service engineer (fse) discovered that the front panel is loose on the right side. If it is moved back and forth, the laser switches off. When this happens during a procedure, injury can occur . According to the report, the customer did not notice that this front panel was loose and noted there was no laser failure during the procedures due to this issue. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the front panel being loose could cause a potential injury; however; the customer pushing the panel forward causing a dangerous event is not probable. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.